Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a broken flow sensor connector pin and bent upper flow sensor pins. Gehc recommended to replace the flow sensors. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a flow sensor failure during the preoperative checkout. There was no report of patient involvement.